Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm sjm regent heart valve was chosen for implant. After the valve was implanted, it was found the valve could not be rotated. It was reported the holder handle was fully inserted into the orifice at 90 degree angle and no other tool was used to position or rotate the valve. A decision was made to explant the device and replace with a 21mm sjm regent heart valve. The replacement valve was successfully implanted with no adverse patient consequences. There was no clinically significant delay in the procedure due to this event. The patient status was reported as stable.

Manufacturer narrative:
An event of difficulty rotating the valve after it was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that a smaller valve was successfully implanted. Oversizing of the valve can contribute to difficulty rotating the valve after implant, which could have contributed to the reported event, however as the valve was not received for examination the cause of the difficulty rotating the valve could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.